Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer dropped their insulin pump in the toilet; the insulin pump was cracked near the battery compartment and the device alarmed with a broken force sensor. The patient's blood glucose at the time of incident was 11.5 mmol/l. Troubleshooting was initiated; however, the customer was unable to use the buttons and clear the broken force sensor alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and unable to download due to corroded electronic assembly. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test and active current measurement test, or verify pump error 35 and unresponsive buttons due to critical pump error open book image. The keypad was inspected and no moisture damage was found however, corrosion was found on the motor and the force sensor during visual inspection. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, cracked select button keypad overlay, pillowing keypad overlay and minor scratched lcd window.